Manufacturer narrative:
(B)(4). Quality engineer reviewed the returned device. One (1) sample with original opened pouch and label on the pouch identifying part number as 31182090e - visao curved fine diamond bur 20 degree, from lot number 0206882520. The condition of the device showed customer use. From visual evaluation, the bur tip was found missing from the internal shaft. The internal shaft was removed and observed under magnification. There was considerable amount of contaminants and markings present on the shaft close to the breakage point. This may be indicative of aggressive use and/or application of side load on the device due to possible procedural / operational factors encountered during the procedure. The broken tip was not returned for evaluation. Method microscopic inspection. Results: fracture problem. (B)(4).

Event description:
It was reported the tip of the bur broke during use.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product has not been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.